Event description:
Reporter stated there are 2 vertical lines in the display of the blood glucose monitor. The location of the lines on the display can distort the decimal point and digit during the simulation test; therefore, misinterpretation is possible. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6).